Event description:
It was reported that when using the bd pyxis¿ es server, station disconnected from server and electronic medical record (emr) messages were not shown. The customer tried to reboot, but the problem was not resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server showed a disconnected status to the carefusion coordination engine (cce)/interface, preventing emr orders from processing and appearing in the system. A technical support specialist (tss) found that the cce service was not running after a reboot; once restarted, functionality was restored. Follow up actions included verifying service startup settings (changing sql services to automatic) to prevent recurrence. Additionally, a station communication issue was resolved after a reboot and sync, and the customer confirmed concurrent network instability likely contributed to the overall issue. The system functioned as intended after the technical support specialist verified the device.